Event description:
It was reported that two pins broke at the neck junction of the pin during removal of the pins from the patient's tibia. There were no fragments left in the patient, and the pin was removed using the recommended jacobs chuck.

Manufacturer narrative:
The device was not returned to the manufacturer. A recall was initiated on the instructions for use for these pins. The instructions for use was revised, and now contains new warnings regarding aspects of pin placement in the femur and tibia.